Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Cut mouth [mouth injury]. Nipping gums which at times just broke the skin in a small area [gingival injury]. Because of the loose brush I cut my mouth [injury associated with device]. Brushes are loose from attachment to toothbrush - oral-b [device breakage]. Case description: salesforce case number (B)(4). A (B)(6) year old female consumer reported that she was a regular purchaser of the oral-b precision clean brush-heads and in this most recent pack had found that 2 brush-heads were loose from the attachment to the oral-b rechargeable toothbrush, version unknown. She stated that because of this loose brush she cut her mouth. The case outcome was unknown. No further information was provided. On (B)(6) 2016 received follow-up e-mail from consumer: the consumer that she had purchased the pack of 4 brush-heads back in (B)(6) 2015. She began using the first brush in (B)(6) 2015 and did notice there was a problem with the brush nipping her gums, but was careful how she placed the brush in her mouth. She opened the second brush a few days prior to (B)(6) 2016 and had found that the same problem was occurring. She stated that she had been using this product for over 10 years and had never had a problem with a loose brush nipping her gums. She described that that she brushed her teeth twice and even sometimes three times a day. She asserted that she didn't need to see a doctor as the brush was only nipping her gums which at times just broke the skin in a small area. The case outcome remained unknown. No further information was provided.